Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. No failures were detected on the device. Functional verification testing was completed without further issues and the unit was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 system hand cranking was performed due to was high pressure in the oxygenator, whereas no errors were displayed and the pump functioned as intended. Allegation was, that the membrane on the oxygenator was impeded. The event occured during procedure. There was no report of patient injury.